Event description:
A cook amplatz extra stiff -.35" guide wire (B)(4), lot #6287935) was used inside an edwards ascendra balloon aortic valvuloplasty catheter (B)(4), lot #59814476). The guide wire could not be pulled out of the valvuloplasty balloon catheter.